Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2006. Subsequently, the left hip was revised on (B)(6) 2007 due to an unknown reason. The modular head and femoral stem were removed and replaced. It was further reported that a second left hip revision procedure was performed on (B)(6) 2014 in which the modular head, acetabular cup and acetabular liner were removed and replaced due to elevated metal ion levels. During the revision the patient's pelvis was fractured, which resulted in the implantation of a tricortical bone wedge. This caused a delay of approximately 60 minutes. Subsequently, a third revision procedure was performed on (B)(6) 2014 due to the fracture in the patient's pelvis not healing. During the revision, the modular head, acetabular cup and liner were removed and replaced with a biomet head and competitor cup and liner. Additional information received from patient's legal counsel reported the patient's right hip was revised on (B)(6) 2015 due to pain. Elevated metal ion levels and metallosis were allegedly noted during the procedure. Subsequently, the patient dislocated on (B)(6) 2015. It is unknown how this event was resolved. Additional information received in operative report noted that during the (B)(6) 2014 revision, metal debris with large cyst formation was noted. Operative report for the revision on (B)(6) 2015 noted significant fluid collection and metallosis. The procedure was completed with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects it states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device" and "material sensitivity reactions". The following sections could not be completed with the limited information provided. Date explanted - (B)(6) 2007 or (B)(6) 2015. This report is number 5 of 5 MDR's filed for the same event (reference 1825034-2014-07630 / 07632 and 1825034-2015-04975 / 04976).

Event description:
It was reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2006. Subsequently, the left hip was revised on (B)(6) 2007 due to an unknown reason. The modular head and femoral stem were removed and replaced. It was further reported that a second left hip revision procedure was performed on (B)(6) 2014 in which the modular head, acetabular cup and acetabular liner were removed and replaced due to elevated metal ion levels. During the revision the patient's pelvis was fractured, which resulted in the implantation of a tricortical bone wedge. This caused a delay of approximately 60 minutes. Subsequently, a third revision procedure was performed on (B)(6) 2014 due to the fracture in the patient's pelvis not healing. During the revision, the modular head, acetabular cup and liner were removed and replaced with a biomet head and competitor cup and liner. Additional information received from patient's legal counsel reported the patient's right hip was revised on (B)(6) 2015 due to pain. Elevated metal ion levels and metallosis were allegedly noted during the procedure. Subsequently, the patient dislocated on (B)(6) 2015. It is unknown how this event was resolved.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. The following sections could not be completed with the limited information provided. Date explanted - (B)(6) 2007 or (B)(6) 2015.

Event description:
It was reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2006. Subsequently, the left hip was revised on (B)(6) 2007 due to an unknown reason. The modular head and femoral stem were removed and replaced. It was further reported that a second left hip revision procedure was performed on (B)(6), 2014 in which the modular head, acetabular cup and acetabular liner were removed and replaced due to elevated metal ion levels. During the revision the patient's pelvis was fractured, which resulted in the implantation of a tricortical bone wedge. This caused a delay of approximately 60 minutes. Subsequently, a third revision procedure was performed on (B)(6) 2014 due to the fracture in the patient's pelvis not healing. During the revision, the modular head, acetabular cup and liner were removed and replaced with a biomet head and competitor cup and liner. Additional information received from patient's legal counsel reported the patient's right hip was revised on (B)(6) 2015 due to pain. Elevated metal ion levels and metallosis were allegedly noted during the procedure. Subsequently, the patient dislocated on (B)(6), 2015. It is unknown how this event was resolved.